Manufacturer narrative:
The solex catheter in complaint was returned incompletely. Therefore, functional testing could not be performed. A visual inspection of the returned catheter was performed. Solex catheter was returned without the out luer. The out luered tubing was completely cut off from the distal end of out luer. Observed blood residue on the serpentine balloons. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process.

Event description:
During the ivtm therapy, the solex 7 catheter was inserted into the right internal jugular vein. The insertion was smooth. Forty-five hours later, and during the 18th hour of the rewarming phase with the patient's temperature at 36.5° c (target temperature 37° c), the user observed an empty saline bag and the thermogard console generated an air trap alarm. No saline fluid was noted on the patient's bed or under the console. The catheter leak was suspected. No device malfunction was reported for the console. The catheter was not replaced as patient rewarming was completed. No consequences or impact to patient.